Event description:
It was reported that the patient was unable to adjust stimulation. The patient's recharger and programmer indicated that the implantable neurostimulator was in a power-on-reset (por) condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).